Event description:
Healthcare professional reported "monoclonal population t majority¿ was identified 1.5 month prior to explant. One year following explant, pathology identified cd30+ marker and ¿tumour population with a very high proliferation rate.¿ additional pathology exam, performed 3.5 months later, found "intermediate form of large-cell anaplaisic lymphoma..with a few infiltrative images, but without extending beyond the periprosthetic wall" and confirmed "alk negative." Capsulectomy was performed. Time between implant and alcl diagnosis was 2 years. Patient has history of left side breast cancer 10 years prior to alcl diagnosis and history of prior breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22jan2019 and 22apr2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the weight to the specification. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and fluid leakage. The device was explanted due to pain and fluid leakage. Regulatory affairs later reported "anaplastic large cell alk negative lymphoma." Histopathological markers are not reported.